Manufacturer narrative:
On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: late infection in a (B)(6) tka. Confirmed. Infection is a known and described possible adverse event after tka. No reason to suspect that the implants are responsible. Batch reviews performed on 18 july 2016. (B)(4). Additional information received on 19 july 2016 and includes: the pathogen will not become available.

Event description:
The patient came in due to signs of infection. The patient is positive for anasarca. The surgery was completed successfully. X-rays available; explants are not available.

Manufacturer narrative:
On 29 november 2016 we were informed that some information related to this case were wrongly reported in another case (MDR 2016-00544). Additional information includes: when the surgeon removed all medacta hardware, an antibiotic spacer was placed. On (B)(6) 2016 the surgeon implanted permanent implants. The surgery was completed successfully. The pathogen results showed staphylococcus epidermidis.